Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms and loss of capture. A lead fracture was confirmed via fluoroscopy at approximately the level of the clavicle. The patient experienced shortness of breath. A surgical revision was performed, and the lead was tested via the pacing system analyzer (psa) and impedance measurements of greater than 3000 ohms were noted. The lead was explanted. The vessel which was initially used for the lv lead placement was no longer available; therefore, an lv lead was unable to be implanted at that time. No additional adverse patient effects were reported.